Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The caller did not know the blood glucose reading. The caller stated that the insulin pump was alarming different tones when it alarmed. She was advised to call back when the insulin pump was present for proper troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.